Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. A customer report receiving an unspecified low sensor reading when compared to an hcp meter. The customer reported being hypoglycemic experienced a symptom vomiting. The customer was unable to self-treat and had contact with a healthcare professional on (B)(6) 2019. A sensor reading of 33 mg/dl was received compared hcp meter reading of 320 mg/dl. The customer was administered insulin (type/dose unknown) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A low reading issue was reported with the use of an adc freestyle libre sensor. A customer report receiving an unspecified low sensor reading when compared to an hcp meter. The customer reported being hypoglycemic experienced a symptom vomiting. The customer was unable to self-treat and had contact with a healthcare professional on (B)(6)2019. A sensor reading of 33 mg/dl was received compared hcp meter reading of 320 mg/dl. The customer was administered insulin (type/dose unknown) as treatment. There was no report of death or permanent impairment associated with this event.